Event description:
The MFR received info from a third party service center alleging a "service required" alarm condition occurred. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the service required condition was confirmed. The tubing that connects the porting block to the sensor board was found to be disconnected. The tubing was reconnected to address the issue. When the device was received by the MFR, there was evidence that the device had been tampered with.